Manufacturer narrative:
Medwatch sent to FDA on 05/13/2016. Follow-up with health professional is being performed regarding clarification of, "the sizer broke again whilst inserting it on the left device." Device return status is currently unknown. Device labeling addresses: "re-sterilizable breast implant sizers are intended to be used only by a qualified surgeon. Before proceeding with surgery, the surgeon should inform the patient of the following warnings. 1. Rupture. Patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices, or puncture; other trauma during surgery, such as improper handling or manipulation. Do not insert or attempt to repair a damaged sizer." "Method for re moving ruptured gel from the surgical pocket - in the event of re-sterilizable sizer rupture, the following technique is useful for removal of the gel mass. Wearing double talc-free surgical gloves on one hand, use the index finger to penetrate the gel mass. With the other hand, exert pressure on the breast to facilitate manipulation of the gel mass into the double-glove hand. Once the gel is in hand, pull the outer glove over the gel mass and remove. To remove any residual gel, blot the surgical pocket with gauze sponges. Avoid contact between surgical instruments and the gel. If contact occurs, use isopropyl alcohol to remove the gel from the instruments. Ruptured sizers must be reported and returned to your allergan representative. In the event of re-sterilizable sizer rupture, contact your representative immediately."

Event description:
Company representative reported, "the sizer broke again whilst inserting it on the left device." This record captures the unspecified report of "again." It is not known if a replacement device was used. See MFR # 9617229-2016-00040 for the original case report.